Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a rash. There was no alleged device malfunction contributing to the irritation. Patient reported that the hospital advised the rash may be from a side effect of the drug eplerenone. Patient received fenistil pills and an ointment from the hospital. Follow up indicated that the rash has improved.